Event description:
It was reported that the gabalon intrathecal daily dose was 180 micrograms. Reportedly there were no complication and no history of an adverse reaction. It was noted that on (B)(6) 2014 the patient experienced an abdomen infection that was not recovered as of (B)(6) 2014. This was reported as unrelated to the investigational drug but unknown if related to the catheter, pump, programmer, or procedure. Further details were provided in which after a pump replacement on (B)(6), antibiotics were administered because of wound dehiscence, and the formation of granuloma was confirmed. (B)(6) was also detected, however, there were no signs of infection (inflammatory response) and since it was dormant, the progress of the patient was observed during hospitalization. While the granuloma was still formed, the condition improved so a refill was done on march 5 (bridge 1,000 ug/ml to 2,000 ug/ml). Reportedly, the adverse event report as recovered and no causal relationship. Reddening, swelling, and warmth was observed around the granuloma on (B)(6) 2014 so an excision of the granuloma was performed urgently. Discharge of pus from the wound was confirmed and the surgery was hurriedly switched to a pus discharge surgery. The physician later reported that the pus was coming out from around the pump. Of note, the previous condition was only a granuloma formation around the wound dehiscence, having had no effect around the pump. Further, it was thought best to remove the pump first to heal the infection and then replace it. However,if the itb cannot be decreased, it was also possible to place the itb on the other side of the abdomen. It was then confirmed that a reduction of dosage around 10 ug~20 ug/day was scheduled. Further, the adverse event report will be stated as the outcome is recovered and no causal relationship to drugs. On (B)(6) 2014, the peripheral part was coming red, a tumor, feverish. The removal surgery of the granuloma was urgently undergone and an protrusion of the tumor was observed. The operation was changed to the removal surgery of the tumor. The physician reported that the tumor was formed at the surrounding part of the pump. It was now reported that an (B)(4) was involved. During the visit on (B)(6), when confirmed whether to reduce the concentration to 98 ug and then to bridge, or to bridge immediately, a refill was done ¿today¿ so that the dosage can be brought down to 50 ug/day quickly in order to remove and replace, so a low concentration bridge bolus was performed. Therefore, on (B)(6) 2014 a bridge bolus refill to reduce the concentration was performed. The concentration changed from 2,000 ug/ml to 500 ug/ml. The daily dosage went from 160 to 150 ug/day (reduced from 180 ug to 160 ug once) with bolus time about 6 days. The variability program remaining was 15.8 ml, the absorption amount 15.7 ml, and variability of 4.5% was reported. A pump operability test was done with reducing the concentration. Reportedly, there were no problems with the patient's condition but the abdomen infection was not recovered. Reportedly, only pump removal and re-implantation was being considered. Further, there were no problems in the patient's general medical condition. It was contemplated to perform a bridge bolus after reducing to 96 ug or to perform a bridge bolus ¿right soon.¿ it was elected to perform the refill of bridge bolus ¿right soon¿ to reduce the dose to 50 ug /day in order to perform the removal and the refill as early as possible.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n137556007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump and catheter were removed. It was noted there was no withdrawal reported. It was unknown if the patient would be reimplanted.

Event description:
Additional information reported the spasticity worsened one month after recovery. Additional information reported the wound macerative on/dehiscence and granuloma recovered and lightened.